Event description:
The facility reported a colleague pump with a failure code 806:10. The reported condition occurred during bio-med service. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. During review of the event history by baxter it was determined that the reported condition occurred 2x on (B)(6), 2010, during delivery causing an interruption of delivery. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review determined that this device has not previously been serviced by baxter. A device history review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
The reported condition of failure code 806:10 was confirmed and reproduced due to a faulty channel a phm (pump head module). The phm on channel a was replaced to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4)